Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was not getting effective therapy and has not had pain relief, which was noted to have started approximately two weeks ago. A dye study was going to be performed. The pump system was being used to deliver prialt. It was additionally reported that the intrathecal catheter had been removed from the space; therefore, the physician revised the catheter and added a new spinal segment. The patient remained on the same dose if 1 mcg of prialt/ day; concentration unknown. It was additionally reported that the explanted portion of catheter was taken by the hospital and the patient was doing well since the procedure.